Event description:
It was reported there was a revision. It was noted, the implantable neurostimulator (ins) was bulging out of the scar area and that the health care professional (hcp) had to reposition the ins. The ins was repositioned over a year prior. Follow up from the hcp reported, the event cause was unknown. A revision of the ins occurred on (B)(6) 2012. Reprogramming was noted. The patient did not require hospitalization due to the event. After the revision, the patient had pain in their right buttock area. Pain resolved after turning ins off. The ins had gradually been reprogrammed. The patient's incontinence returned when the ins was turned off. The patient symptoms were slowly resolved and the patient had no pain in their left gluteal area at this time. It was noted, the patient had been turning their implant on and off with their programmer because, they were hitting the wrong button and turning the generator off. Patient had had some improvement with their leakage during the night while using tovaiz. No pain in their buttocks area at this time.

Manufacturer narrative:
Product ID, 3889-28 lot# v534780, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).